Event description:
This rv lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2012 due to fracture. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).